Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd luer-lok¿ syringe sterile, single use when drawing blood, bubbles are forming in the chamber of the syringe slowing down the process. This complaint is for patient #6 of 10.

Manufacturer narrative:
This complaint was determined to be related to report # 1213809-2019-00235 and will be combined there as a result. 1213809-2019-00203 is cancelled due to this.

Event description:
It was reported that during use of the bd luer-lok¿ syringe sterile, single use when drawing blood, bubbles are forming in the chamber of the syringe slowing down the process. This complaint is for patient #6 of 10.